Manufacturer narrative:
The device remains in service and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient this pacemaker had a lot of atrial fibrillation and the device has had a power increase due to increased atrial sensing. The device remains in service. No adverse patient effects were reported.